Event description:
Follow up reported the patient had several revisions for the implantable neurostimulator (ins). It was noted there had never been anything wrong with the device it had been due to patient preference for placement of device. The patient had encountered infections that were treated with antibiotics and topical solutions as patient was concerned about infections and always had pain issues after their surgeries. The seeping was part of the wound healing and was considered normal at the time. The patient had been seen in the office and the site was healing nicely and looked good. Two days later the patient was seen again and the site was healed and looked fine with no problems. That same day the patient reported the area where the device was located in their stomach was not any more comfortable than their back and that they would like it moved back to their back or a different location. The new revision was scheduled for (B)(6) 2012. There was no information on where the device was currently located available. It was also noted the leads were revised in both systems because during a revision they noticed the leads were damaged somehow. They were unsure if the leads were "nicked or pulled out of place" during revision. It was noted during the revisions the health care provider (hcp) always washed out the battery site and this is where the patient was possibly reporting the "sludge" comment. No further information was reported. Refer to manufacturer report # 3004209178-2012-10386. Patient has multiple devices and it was unclear which device was involved in report. Refer to manufacturer report #3004209178-2012-10409 for patient's infection issue. Refer to manufacturer report # 3004209178-2012-10423 for stimulation in wrong location.

Event description:
It was reported that the patient had two neurostimulators, one in her back and one in her stomach. The ins in her stomach had been moved three times because it was hurting. It was not clear which serial number was implanted in the patient's stomach. At one time the patient was getting stimulation, but was having pain from where the device was placed. It was reported that the last surgery was on (B)(6), however the patient stated she was confused and may have been wrong on the date. The patient stated she didn't talk to the hcp before the repositioning, they took out some tissue and put the device in deeper, and the patient stated she could feel the top of it. It was reported that the patient was checked for infection, and something was put on the implanted ins because the patient had a high risk of infection. The patient went to the ER on (B)(6) because she was "leaking." The doctor at the ER said she had nothing to worry about because her leaking was a process called "weeping" and was natural. The patient kept the implant site bandaged up and it stopped. It was noted that the hcp gave the patient an IV, checked to make sure there was no infection, and put the patient on an antibiotic. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).